Event description:
This rv lead was plugged into the lv port of a device on 12/22/2011. This is considered to be off label product use. The procedure took place at (B)(6) center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).